Manufacturer narrative:
The customer requested just a replacement battery with no engineer evaluation.

Event description:
It was reported to philips that the device had a low battery message. There was no reported patient involvement.